Manufacturer narrative:
(B)(4). Conclusion: reported as issue could not be cleared by operator. Due to the age of the device, 11 years, the device will not be replaced. Customer advised to remove from service.

Event description:
It has been reported the AED did not pass self diagnostic check.